Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint:( B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was returned in the return kit in an unknown liquid. The valve was at pressure level 15 cmh2o set. A visual inspection was performed and a deformation of the housing surface was detected. To check if the valve was clogged, a permeability test was performed. This test was performed with the prosa, a hydrostatic pressure difference of about 30 - 40 cmh2o in flow direction. The test showed that the valve was permeable. The valve was set at all pressure levels in 4-steps. The investigation showed that the valve could not set pressure step ranges of 0-20 cmh2o although pressure levels of 20-40 cmh2o allowed for adjustability. However, the setting was a little heavier. To measure the brake release force, the valve with a brake force meter was checked. Housing must be exercised to release the rotor to the valve through the magnet that is integrated in the device. The brake function could be proven accurate. The measurement the braking force, however, could not be investigated, as it was not possible to adjust the valve. Based on the investigation results, we can confirm the "non-adjustability" possibly due to the deposits found in the valve. No further actions are required.